Event description:
During preparation for a cardiopulmonary bypass procedure, the user observed that the backup batteries may not have had a full charge available. There were no adverse consequences to the patient as a result of this event.